Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a patient's implantable neurostimulator (ins) was in an over-discharge state. They tried "jumping" it and the ins did not work properly; after the recharge screen appeared then would not go over to the charging screen. An error stating "there was no response from the device. Reposition the programming head and press retry. Press cancel to end this session" appeared. The charger worked for another ins in the patient's buttock area, but when they put it on the clavicle site it did not respond. On (B)(6) 2017 a clinician programmer and recharger attempted to "jump" but after 60 minutes of over-discharge it did not work. On (B)(6) 2017 they brought in a new recharger and tried again and the same thing happened. On (B)(6) 2017 they brought in another recharging system and it did not work. Every recharger component worked properly, but could not read the ins. The device was replaced and the issue was noted to be resolved. There were no patient symptoms and it was noted they were alive-no injury. No further complications were reported.